Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the cgm displayed unknown low values, and no bg meter was available for a comparison. The patient developed symptoms which included dizziness and she was clammy and diaphoretic. The patient was given food to which resulted in a transient increase of the cgm to 90 mg/dl, however the cgm retuned to an unknown low value. The patient¿s level of consciousness was not specified, and it was not documented if the patient¿s husband brought her food as a courtesy, or if she was unable to self-treat with food. The spouse called ems, and upon arrival the bg fs value by ems was 90 mg/d, no cgm value was specified. No medication was administered. The patient continued to exhibit symptoms of diaphoresis and clamminess. The patient was transported to the ER for evaluation. At the ER her bgfs value was 43 mg/dl. Treatment included IV glucose, fluids, and she drank apple juice. Over an unspecified period, her bg increased to 90 mg/dl. The patient was discharged the next day in stable condition after approximately 20 hours after arrival. At the time of the report, she had recovered. No other patient or event details were available. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code problem code: e2301 alteration in body temperature/ code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.